Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017, one of the nurses was in the room with the patient and didn't hear the bedside alarm. Another nurse was at the central station (piic) and a red alarm was going off; she went into the patient's room, but the bedside wasn't alarming. No patient injury occurred. According to the nurse manager, there was no untoward consequence to the patient. The device was in use for monitoring at the time of the alleged malfunction.